Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 421 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer stated the reservoir and battery compartment was damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found inside the pump. Pump had cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner and minor scratched display window.